Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation would continuously say that stimulation is off all the time. Patient confirmed that the stimulation would turn off on its own. Patient reported that they try and call a mdt rep but never get any calls back. Agent reviewed reasons for stimulation to turn off with the patient and advised them to monitor the issue and or reach out to their managing hcp or mdt rep to have the implant looked at. Agent offered and sent an email to the field for visibility. When asked for an event date; patient stated that the issue has been going on and off for about a month. The patient was redirected to their healthcare provider to further address the issue if the issue persisted.